Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2023-00992 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the tube was discovered to be cracked. The following information was provided by the initial reporter, translated from chinese to english: stage: after opening the package defect: obvious scratches on the pipe wall quantity: 1 piece. Impact: no other adverse effects on patients.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the tube was discovered to be cracked. The following information was provided by the initial reporter, translated from chinese to english: stage: after opening the package. Defect: obvious scratches on the pipe wall. Quantity: 1 piece. Impact: no other adverse effects on patients.